Event description:
It was reported that a piece of the component was left in the patient.

Manufacturer narrative:
(B)(4). The affected device was returned and evaluated. The stated failure was confirmed with a visual examination. As part of this investigation, manufacturing records were reviewed, and no deviations were noticed that could have contributed to this issue. A review of complaint history revealed that we have not had any previous complaints for this device/failure mode. Being that the component in question is manufactured from a biocompatible material; no adverse reactions are expected by leaving the component in situ. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.

Manufacturer narrative:
.